Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing, which, resulted in pacing inhibition with 8 seconds of asystole. The pacemaker stored a signal artifact monitor (sam) episode due to the oversensing of noise and disabled the minute ventilation (mv) sensor resulting in an alert in the remote home monitoring system. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.